Manufacturer narrative:
Medwatch sent to FDA on 07/30/2014. Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time. The event of a delayed inflammatory reaction involving swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported approximately 2 weeks after injection with juvederm voluma with lidocaine in the oral commissures and marionette lines, the pt went to a dentist appointment and subsequently developed "swelling" and a "delayed inflammatory response"at the marionette lines. The pt as treated with clindamycin and hyaluronidase. Symptoms resolved approximately 3 weeks after onset.